Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge using the correct technique, successfully resumed insulin therapy, and the issue was resolved.